Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information become available a follow-up report will be submitted.

Event description:
(B)(4).according to the information received, five 12fr catheters were found in a box labeled 10fr.